Event description:
The physician attempted to direct stent a 99% occluded lesion without success, using a 3.0mm x 15mm biodivysio coronary stent. The lesion was then predilated with a 2.25 balloon. The stent still would not cross the lesion. A dissection of the ostial left anterior descending artery and distal left main occurred. The stent was delivered to repair the dissection. When attempting to retrieve the delivery system, he found the system was stuck to the wire and had to retrieve both units. The vessel was not tortuous but the lesion was excessively calcified. Upon further investigation, it was noticed that the incorrect guiding catheter was used with the stent system. The physician did, however, place another brand of stent in the original target lesion.